Manufacturer narrative:
Investigation summary it was reported that a patient underwent an idiopathic ventricular tachycardia procedure (idvt) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and it was noted that the generator had no temperature displayed. The device was inspected, and no damage was observed however, during the second visual inspection the electrode #2 was observed lifted with a foreign particle underneath. Then, electrical test was performed on the catheter and it was found within specifications, however, the thermocouple values were found out of spec. A failure analysis was performed, and it was found that there is an electrical intermittence on the tip area creating the temperature issue. A fourier transform infrared spectroscopy test (ftir) was performed and the results showed that foreign material is primarily composed of acrylonitrile butadiene styrene-base material (abs). However, the source of origin remains unknown. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. The temperature issue found does not represent any patient safety impact since the device is unable to deliver radio frequency (rf) energy to ablate. The root cause of the damage on the electrode and the foreign material found cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling/manipulation of the device during the procedure or shipping, however, this cannot be conclusively determined. Manufacturer's reference # (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference # (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia procedure (idvt) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and it was noted that the generator had no temperature displayed. The cable was replaced; however, the issue did not resolve. Then the catheter was replaced, and the issue resolved. The reported ¿no temperature¿ issue is not MDR reportable since the potential that it can cause or contribute to a death or serious injury or other significant adverse event is remote. The biosense webster, inc. Product analysis lab received the device for evaluation on july 1, 2019 and it was reported upon initial visual inspection of the product, revealed no physical damage. Additionally, on (B)(6) 2019, a fourier transform infrared spectroscopy (ftir) analysis was performed. Results revealed that foreign material is primarily composed of acrylonitrile butadiene styrene-base material (abs). However, the source of origin remains unknown. This issue of foreign material has been assessed as MDR reportable. This event was originally considered non-reportable, however, biosense webster, inc. Became aware of a reportable malfunction through additional testing on (B)(6) 2019 and has reassessed this complaint as reportable. Therefore, the awareness date for this reportable lab finding is (B)(6) 2019.